Event description:
The following was reported to hamilton medical ag: summary: hepa filter dirty product. Detailed complaint and failure description: invoice# is (B)(4). Foreign object 1. Lot 00225/21.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.